Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms, but the patient is still wearing the device without issue. This event is being filed as an MDR since the patient reported the symptom of anaphylactic episode and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of anaphylactic episode, diagnosed with angioedema, difficulty breathing, redness and irritation of the oral mucosa, lips and tongue, sore lips, gums and tongue, swollen throat, sensation of throat closing, swollen lymph nodes, hives, itching and rash on the face, swollen lips, gums and face, tmd (jaw pain) and ear pain. The patient reported visiting the ER and was seen by a general physician (who diagnosed the patient with angioedema) due to the reported symptoms. The patient reported being prescribed urbason (steroid) to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners. The treating doctor considered the event was serious but not life threatening to the patient.